Manufacturer narrative:
Hill-rom technical support suggested checking the brake not set switch and cable and then suggested replacing the pcm. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. The facility performed preventative maintenance on this bed in 2017. The account replaced the pcm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported.